Event description:
The physician intended to implant a 3.0 mm diameter x 18 mm length driver rapid exchange (rx) bare metal stent to treat a lesion in a patient. The target lesion was reported to be heavily calcified. It was reported that some parts of the stent were not 'crimped' on the balloon and it was not possible to deliver the stent to the target lesion. The physician commented that this may have been due to intensive calcification. The patient was reported to be stable post procedure and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications and was not damaged. The hypotube had detached 48.5cm proximal to the hypotube bond. The proximal portion of hypotube was not returned. The distal shaft was kinked 23cm proximal to the balloon bond.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (target lesion exhibited intensive calcification). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited intensive calcification). (B)(4).